Event description:
It was reported that the luer lock separated from the catheter handle. During preparation for an ablation procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the luer lock separated from the catheter handle when attempting to connect it to irrigation. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was received requiring updates to the h11 additional MFR narrative block. Media inspection was performed on a photo of the catheter attached with the incoming information which proves the luer was broken and detached from the device.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the luer lock separated from the catheter handle. During preparation for an ablation procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter, the luer lock separated from the catheter handle when attempting to connect it to irrigation. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.